Event description:
Voluntary medwatch received states that the atrial lead exhibited low impedance and insulation breach. It was reported that the patient was previously scheduled for a lead revision that was not completed due to the occluded vessel. No patient condition was reported.